Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced an event of tubing detachment from connector (B)(6) 2025. The issues occurred with three infusion sets used for twenty-four to forty-eight hours. The blood glucose level of the patient was high which was treated with correction bolus via pump. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available (B)(4).

Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 3. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.